Event description:
It was reported that unknown baxter secondary solution administration set experienced simultaneous flow when used with mannitol (unknown baxter product) medication filter at the end of the set. The set was found working normally when the mannitol filter was removed and placed on unknown primary set. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.